Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment/non-emergency treatment when the issue was occurred, and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro and roadmap were not possible intermittently. Upon functional testing, the fse found that the roadmap was not showing during testing. The fse resetted the footswitch and checked roadmap and fluoroscopy with multiple restarts, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy and road mapping were not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.